Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient's previously unknown left side device was an 800cc mentor memorygel breast implant, catalog# 3508004bc, serial# (B)(6). An updated date of implant was provided. In addition, mentor became aware the patient also experienced a rupture on the left side. Finally, the patient's left side capsular contracture baker grade was updated to grade IV. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, bg 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced capsular contracture, baker grade 3 on the left side and a rupture on the right side post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.